Manufacturer narrative:
This report is submitted on august 2, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI (tesla unknown). The clinician did not follow the manufacturer's instructions for use of MRI. Surgery to place a new magnet was completed on (B)(6) 2016. The implanted device remains.